Manufacturer narrative:
Method: device not returned; follow up with representative.

Event description:
It was reported, a physician performed a kyphoplasty procedure on a patient at level l3. The pain remained the same even after the surgery and as of today, the patient is still in pain. X-ray reports showed that 1/2 tsp of cement was used during the procedure, and that "some leaked out." The patient is experiencing "enormous" pain and pressure in her back, and her functioning is limited since the procedure. No additional information was reported.